Manufacturer narrative:
Device analysis on the returned electrode revealed that the shaft of the electrode was found to be completely separated from the hub due to excessive external mechanical force. The functional test could not be performed due to the separated shaft.

Event description:
A report was received that the electrode was broken in two pieces and that the burning part of the electrode was disconnected from the cord.

Event description:
A report was received that the electrode was broken in two pieces and that the burning part of the electrode was disconnected from the cord.